Event description:
It was reported that the ventilators touchscreen will not power off and the display was dim. There was no patient involvement.

Manufacturer narrative:
The customer had been advised by technical support to replace the user interface (ui) assembly. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.